Event description:
It was reported to philips that error message tube overload message. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by rebooting the device twice. The customer reported that the system indicated a tube overload error message. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. Review of the system logfile showed errors related to the reported problem. The fse did x-ray tube adaptation and calibrations. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.